Manufacturer narrative:
The following products were used in the surgery: (product ID: 55711016030, lot: unknown, qty: 2; product ID: 1604300500, lot: unknown, qty: 1; product ID: 5530130, lot: unknown, qty: 1; product ID: 55711016530, lot: unknown, qty: 3; product ID: 7078397, lot: unknown, qty: 1). G5: the parts are not approved for use in the united states; however like devices with (catalog # 55811015550, 510k# k122433, (B)(4) catalog # 1604200500, 510k# k113174, (B)(4) catalog # 5440130, 510k # k102555 and (B)(4) catalog # 55811015550, 510k# k122433, (B)(4) catalog#: 5440130, 510k # k102555 and (B)(4)) respectively were approved for sale in united states. Although it is unknown whether these products caused or contributed to the reported event, we are filling this MDR for notification purpose. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent spinal correction fusion at th5-7 due to hemi-vertebra. Post-operatively, infection was suspected, and follow-up was continued. When the patient visited the hospital in 2017, the suspicion of the infection further increased which was confirmed in revision. Therefore, all the implants were explanted in the revision surgery. No product malfunction was reported.